Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rm3n, implanted: (B)(6) 2015, product type lead. Product ID 3037, serial# (b)(4, product type programmer. (B)(4).

Event description:
It was reported that the patient was implanted because she did not have any control of her bowel or urine. Within one week of starting the trial the patient saw improvement in her symptoms. The trial reportedly was ¿perfect¿ and she had no bladder or bowel problems or accidents during the trial. Since the implant the patient had had 2 bladder and 2 bowel accidents. She also had a ¿pulling¿ sensation on her bladder and got up 3-4 times each night (she was not getting up 3-4 times with the trial). However, when she went to the bathroom, only 3-4 drops came out. The patient was seen by a health care professional and the cause was not determined and no reprogramming was performed. Furthermore, the patient reported that her stimulation was too strong and uncomfortable at night since implant. She felt like she had to urinate and also had restless legs at night. She lowered her device to 0.45v at night and experienced loss of therapeutic effect and felt no stimulation sensation. When she increased it back up to 0.70v she started to feel it. The patient reportedly was sleeping comfortably with the stimulation lower at night. The patient decreased her stimulation to 0.65 and the ¿thumping¿ went away but it was ¿pretty pressured down there.¿ no interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
(B)(4) 2015: additional information received reported that the patient was seen by her physician on (B)(6) 2015. She received assistance from her physician during these appointments and reportedly had no concerns with her device or therapy at the conclusion of these appointments. She also had an appointment scheduled for three months after this report.

Event description:
Additional information received by the healthcare provider reports reprogramming was done. The patient was notified to lower settings at a point where she feels comfortable. The event cause was determined and it was device related. The patient needed re-education of device and settings. The patient recovered without permanent impairment. Patient feels great and no more episodes of incontinence reported.